Manufacturer narrative:
The expedium thoracic probe was returned for evaluation. Visual inspection found that the probe fractured at approximately the 40mm graduation mark. Fracture analysis found evidence of a static failure. A DHR review found no issues that could have cause or contributed to the reported event. Complaint trend analysis found no systemic trends. The root cause cannot be positively determined based on the information provided or the returned sample however fracture analysis found evidence of a static failure. Based on the investigation results, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the "pedicle preparation" stage of the surgery, the surgeon was using this item to make a hole in the pedicle and the instrument broke. The broken piece was stuck in the pedicle but was safely removed with small clamp.